Event description:
It was reported the customer had a clock monitor frequency error alarm on their insulin pump. The customer's blood glucose was 16.9 mmol/l. Customer also reported there was moisture on their insulin pump's screen. The customer stated the alarm did not occur during the rewind/prime sequence. Customer's temp basal was also not programmed prior to the alarm occurring. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and no alarms noted. However moisture damage was noted on lcd board and motherboard. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed self-test.